Event description:
Customer reportedly obtained results of 380mg/dl, 110mg/dl, and 120mg/dl on the compact plus system within 10 minutes. Customer took 35 units of humulin insulin after 120mg/dl result. No adverse event reported. Requested return of suspect system and replacement was sent.